Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had poor communication with the programmer. Patient's ins was also not communicating with the recharger. The last successful charging session the patient had was about a month and a half ago and they used to charge once a week. The patient was redirected to the physician to address a possible overdischarge. No patient symptoms were reported.